Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was treated in the hospital emergency room with fluids and manual insulin injection for elevated blood glucose (485 mg/dl). Customer did not know the cause for elevated blood glucose. Customer left the emergency room after 4 hours with blood glucose in the 200s mg/dl.